Manufacturer narrative:
This report will be update when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00260, 3010536692-2016-00259.

Event description:
Allegedly, salesperson was told that the revision was metal on metal related.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; elevated cobalt chromium levels; patient also had degenerative joint disease. (Right).

Manufacturer narrative:
Additional patient information received.